Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that he had been experiencing high blood glucose since the morning. Blood glucose was 428 mg/dl and at the time of the call was 445 g/dl. Customer attempted to treat with a bolus but it kept rising. Wife contacted the doctor and they were advised to treat with manual injection. Customer stated ketones were moderate. During customer found the cannula was bent. No other issues found. Customer was advised to change the site and monitor blood glucose and ketones levels.